Event description:
It was reported that the atrial lead impedance measurements are variable and intermittently increase. It was also reported that there was noise noted on the electrocardiogram. Reprogramming was completed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.